Event description:
Received info regarding a cartridge alarm during the load process. Customer reported overfilling the cartridge. Customer was able to successfully load a new cartridge.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up supplemental report will be submitted.